Manufacturer narrative:
A partial lead was returned for analysis measuring 22.9cm from the connector pin. The damage found was sustained during the surgical procedure. Without the return of the entire lead, a full analysis could not be completed.

Event description:
It was reported that the patient was found dead on (B)(6) 2011. Upon interrogation of the device in the morgue, the device was found in backup vvi mode. The patient was last seen on (B)(6) 2011. Review of the device image showed that a hwvvi occurred during hv charging on (B)(6) 2011. The device was removed.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. 1058t/86 (B)(4).